Manufacturer narrative:
¿The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer added insulin to the cartridge outside of the loading sequence. Tandem technical support reminded the customer this was off label. Customer¿s blood glucose was 87-180 mg/dl. Customer loaded a new cartridge and received an accurate fill estimate.